Event description:
New information notes that the patient received a vibratory alert for t-wave oversensing. Further programming changes were made.

Event description:
It was reported that the asymptomatic patient presented in the or during implant with a device exhibiting post paced t-wave oversensing. The device was reprogrammed.